Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) checked and adjusted the cell filling volumes, adjusted the wash station, and replaced the wash station tubing and teflon fittings on the photometric unit. The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun results for 1 patient sample on a cobas c 703 analytical unit. The initial result was 0.819 mmol/l. The customer questioned the result as it did not match the patient's previous result. The repeat result was 12.7 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.